Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture behind the display. There was no indication of damage to the battery compartment or battery cap. The battery cap yellow o-ring reportedly was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was duplicated in the evaluation. Moisture corrosion was evident in the battery compartment with no physical damages found. A leak test did not find any leak on the pump. The returned battery cap was undamaged and able to secure properly onto the pump. The pump failed to power up using the retuned battery cap. Due to the no power issue, the black box could not be downloaded and the remaining testing could not be completed. Pump casing was opened and there was no evidence of moisture intrusion in the pump interior.